Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device from the guiding catheter appears to be related to operational context due to the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the non-tortuous, non-calcified, right coronary artery (rca), the 5.0 x 12 mm nc trek balloon was inflated/deflated 5 times; however, after the 5th inflation to 16 atmosphere (atm), the balloon only partially deflated. The balloon, guide wire and guide catheter were removed together as a system. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.